Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a broken main tube at the tip. A piece measuring proximately 5.0mm x 3.0mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted prostatectomy- radical with lymphadenectomy surgical procedure, the 8mm prograsp forceps was observed to have a broken "case." The procedure was completed with no reported injury.